Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, concern with product.

Event description:
Patient reported "baker grade unknown and a bilateral side implant exchange due to concerns with the product." Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted. Left side.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: red particles on the surface of the shell and opening. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event." Additional, changed, and/or corrected data.

Event description:
Patient reported left side capsular contracture, baker grade unknown and implant exchange due to concern with the product. Health professional reported capsular contracture, baker grade IV and rupture discovered during explant. Healthcare professional later reported "rupture". The device has been removed and replaced.

Event description:
Health professional reported, rupture. Discovered, during explant. The device has been removed and replaced.